Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the lead exhibited oversensing post-implant procedure. The device was reprogrammed to vvi50 mode in the hospital. The patient will continue to be monitored prior to discharge. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.